Event description:
The patient reported to philips that while using the dream station 2 advanced auto CPAP alleges smoke and it is hot. Patient got burn. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The patient reported to philips that while using the dream station 2 advanced auto CPAP alleges smoke and it is hot. Patient got burn. This event was determined to be an adverse event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The patient reported to philips that while using the dream station 2 advanced auto CPAP alleges smoke and it is hot. Patient got burn. The previous report included serious injury for the type of reported complaint, which is incorrect. The following sections were corrected: b1, b2, h1 and health impact grid. This report is being filed to correct this information.